Manufacturer narrative:
(B)(4).

Event description:
It was reported upper out of range high voltage lead impedance was observed. Performing a defibrillation threshold testing was recommended to test the device integrity. Programming changes were also recommended. No further information is available.